Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that it was not possible to interrogate the implantable pulse generator (ipg) despite multiple attempts with multiple programmers. The device was still in the box and was not used in a patient.